Event description:
It was reported that impedance had decreased to 156 ohms. An intermittent insulation breach was suspected. The lead was replaced. Additional information was later received reporting oversensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were noted. The two files received were dated 2007, and the impedance trends in these files was steady. It was reported that impedance had decreased to 156 ohms. An intermittent insulation breach was suspected. The lead was replaced. Additional information was later received reporting oversensing. No patient complications were reported as a result of this event. No conclusion can be drawn insulation, hole(s) in oversensing impedance, low.